Event description:
Technician reported the account alleged this bed shocked a pt. There were no reported injuries.

Manufacturer narrative:
Technician performed an electrical safety test and the bed passed. Technician reported that the bed functioned properly and could not duplicate the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.